Manufacturer narrative:
The reported event is considered confirmed. Product was returned and visual inspection of the returned product found the blister is cracked. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. This device falls within the scope of a CAPA, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this CAPA, the packaging configuration for the reported device is being updated to include both a protective plastic and foam layer around the device, and the pouch is being changed from a jv pouch to a nylon pouch which is a stronger material. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased from a single wall to a double wall. This device also falls within the scope of another CAPA which was initiated to correct an issue with the thickness of the blister used in the packaging configuration. This CAPA was closed effectively approximately two and a half years ago, following the manufacture of the lot in the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging of recirculated product was found breached when it was received back from the hospital. There is no additional information at this time.